Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A technician reported a case of sub-epitheal infiltrates (sei), observed on a pt's right eye during routine two week postop follow up lasik treatment reporter indicated topical steroid dosage were increased, and pt was rubbing her eyes within the last few days. Pt noted no foreign body sensation. Additional information has been requested.